Manufacturer narrative:
Unit received with unexpected battery power loss and had high sleep current, problem isolated to pcb 2.

Event description:
The customer reported via phone call that the insulin pump received power error detected alarm. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting. The device will be returned for analysis.